Manufacturer narrative:
Undetermined, based on a review of the medical records provided there is no way to determine of the mesh may have caused or contributed to the events experienced following implant of the davol flat mesh as the patient's medical history is indicative of multiple unsuccessful vaginal procedures and mesh placement. The information provided does not indicate a direct problem with the davol mesh prior to explant. Due to the age of the device a review of the manufacturing records was not readily performed at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1997, the patient was diagnosed with type iii stress urinary incontinence and underwent a two part procedure including posterior colporrhaphy and a pubovaginal sling procedure using a davol flat mesh. Operative dictation notes there was significant scarring from the previous vaginal surgeries. On (B)(6) 2011: the patient was diagnosed with urinary retention and stress urinary incontinence. The patient underwent explant of the davol flat mesh and implant of a non-bard davol miniarc sling. About a week post procedure, the patient underwent an additional surgical intervention to loosen the newly placed non-bard davol sling as the patient was experiencing obstructive voiding symptoms. There is no mention of any residual davol mesh during this procedure.